Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged. The patient's attorney has provided an implant record indicating that the patient was implanted with a bard flat mesh on (B)(6) 2006. No other medical documentation has been provided, we have requested additional information from the patient's attorney. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2006, the patient was implanted with a bard/davol flat mesh during an abdominal sacral colpopexy, paravaginal defect repair, with placement of suprapubic catheter and anterior colporrhaphy repair procedure. On (B)(6) 2006, patient was implanted with a non bard/davol medical device.